Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (belt communication flags, service code 204, abnormal shutdowns) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor, resulting in intermittent belt communication. The cause of the service code 204 and the associated abnormal shutdowns is the intermittent belt communication with the monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a (B)(6) patient's electrode belt was producing belt communication flags, service code 204 (belt/monitor unusable) and abnormal shutdowns.